Event description:
It was reported that the right atrial (ra) lead exhibited high atrial rate sensing and noise. Boston scientific technical services (ts) discussed that the noise from ra channel is also causing the ra auto threshold to go into suspension. This lead remains in service. No adverse patient effects were reported. Additional information indicated that there was no noise was documented.

Event description:
It was reported that the right atrial (ra) lead exhibited high atrial rate sensing and noise. Boston scientific technical services (ts) discussed that the noise from ra channel is also causing the ra auto threshold to go into suspension. This lead remains in service. No adverse patient effects were reported.